Event description:
The customer reported the device failed to discharge during a patient event. Another defibrillator was obtained to continue with patient care. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.